Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2013; 37702 implantable pain stim pulse generator (ipg) - (B)(6) 2011; 37092 implantable adaptor - (B)(6) 2011; 39565 implantable pain stim lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that within a few days of implant, the patient complained of chest pain, and the right ventricular (rv) lead exhibited a loss of capture. It was determined that the rv lead had perforated the ventricle, resulting in a pericardial effusion. The lead was repositioned without increasing effusion, and remains in use. No further patient complications have been reported as a result of this event.